Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after filling the cartridge with 240 units of insulin. There was no reported impact to customer's blood glucose level. Reportedly, customer changed cartridge and resumed insulin successfully.